Manufacturer narrative:
Evaluation summary: the optic was returned for evaluation. Solution is dried on the lens. Optic damage was observed. No abnormalities were observed, only damage. The observed damage may have been interpreted as the reported complaint. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A tech reported that following intraocular lens (iol) implant surgery, the lens was exchanged for a different power lens. Additional info was received from the tech, who reported there was an abnormality in lens. He stated the iol was exchanged due to "no improvement" in the pt's outcome.